Manufacturer narrative:
The device was returned to olympus for evaluation and the customer¿s allegation was confirmed. During the evaluation it was found that the light guide lens has foreign objects. Additional findings were as follows: the aire/water cylinder, the suction cylinder both has no color, the screw stopper is replaced for preventive maintenance, due to burn on plastic distal end cover, insulation resistance value at distal end does not meet the standard value, the plastic distal end cover is deformed, and the connecting tube has coating peeling. It is most likely that the reported issue was due to insufficient cleaning. The investigation is ongoing. A supplemental report will be submitted if any additional information is provided by the user facility.

Event description:
The customer reported to olympus that the gastrointestinal videoscope had some light brown stains between the light guide lens and the light guide lens adhesive. There were no reports of patient harm or impact associated with the reported event.

Manufacturer narrative:
This supplemental report is to provide a correction to the initial medwatch report (MDR). The initial medwatch reported there was some light brown stains between the light guide lens and the light guide lens adhesive. However, the customer returned the device without reprocessing, which caused the foreign material to remain. Per the legal manufacturer, this issue is not likely to cause or contribute to death or serious injury if the malfunction were to recur.